Event description:
A bipap a40 ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. During device evaluation, ventilator inoperative codes e-46 and e-47 were noted to have occurred indicating the central processing unit (cpu) cannot communicate with the flow sensor using i2c bus and the cpu cannot communicate with the pressure sensor using spi bus, respectively. Replacement of the device printed circuit board assembly was required to resolve these issues. No foam particles were found inside the device. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements. The device will be included in the fsn 2023-cc-src-039. Additional findings not related to the malfunction/issue: the device was reported to have an error code e-20 found during evaluation indicating a defective eeprom for devices with released software version 2.3 and below or silver series devices which would indicate a ventilator inoperative condition. No repairs will be completed because the device will be scrapped per customer request.